Manufacturer narrative:
The investigation in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted (list out each component) 3013450937-2023-00304. 3013450937-2023-00306.

Event description:
Patient fell and dislocated. Dr. (B)(6) went in relocated the prosthesis and replaced the poly, axial pin and tibial hinge component.

Manufacturer narrative:
It was reported by b. Steinkamp (an onkos distributor) that a 51-year-old male patient underwent a revision surgery to replace a dislocated eleos hinge knee replacement on (B)(6) 2023. The dislocation reportedly occurred due to the patient falling at which point the rotational hinge jumped the post. Doctor thompson was the surgeon for this revision surgery, which is the third revision surgery for this patient, based on the available information. All inspection and manufacturing data was reviewed for the known revised eleos implants; the lots were found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that represent potential contributing factors to the adverse effect(s) identified in this complaint. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the tibial hinge dislocation was not related to the design, manufacture, and/or sterilization of the known revised eleos implants. The mdrs listed below are related to this adverse event. 3013450937-2023-00304; 3013450937-2023-00306.

Event description:
It was reported by b. Steinkamp (an onkos distributor) that a 51-year-old male patient underwent a revision surgery to replace a dislocated eleos hinge knee replacement on (B)(6) 2023. The dislocation reportedly occurred due to the patient falling at which point the rotational hinge jumped the post. Doctor thompson was the surgeon for this revision surgery, which is the third revision surgery for this patient, based on the available information. The following eleos implants were replaced during the revision surgery: 20mm poly spacer, tibial hinge with rotational stop, and an eleos axial pin.